Manufacturer narrative:
(B)(4). Investigation confirmed the hole and leak. Visual inspection noted a small tear near the upper fitment measuring 0.0425 inches. Microscopic exam noted crush marks on the upper fitment. Root cause of the tear was not identified.

Event description:
Customer reported the set had a tiny hole in the silicone segment and leaked during an infusion. The set had been infusing multiple hrs prior to the leak being noted. No add'l info was available.